Event description:
The user of the suspect device got a blood glucose results of 527 mg/dl. They called 911 and went to the hosp, where their glucose was 220 mg/gl. They said additional tests were performed and didn't know results. They did not receive any treatment. Controls were not used. The device was replaced and requested to be returned for eval.